Manufacturer narrative:
B3. Date of event: unknown; therefore, the first day of the aware month was selected.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring urinary incontinence. The patient is using a pad every two to three hours. The patient also tried the collagen injections. No further information was provided.